Manufacturer narrative:
(B)(4). The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Medwatch form reported that a patient underwent a trial procedure in 2013 and the lead was to stay implanted for 3 days, however after 2.5 days the patient experienced a high fever. The patient went to the emergency room where the physician removed the leads. The patient had an infection and was hospitalized for eight days. The patient was discharged home and received IV antibiotics for 2 weeks and prescribed oral antibiotics for 8 weeks. In addition, the patient experienced vomiting, diarrhea, pain and weight loss in 2014. The patient was seen by multiple physicians and they were unable to determine the cause of the weight loss. The patient was prescribed zofran and continues to experience pain. This event was also reported in MFR. Report: 1627487-2013-13222 and mw5056295.